Manufacturer narrative:
(B)(4). Batch # n54l5h. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right upper lobectomy and after the third firing of the device on parenchyma, using a green reload, no buttressing material, the knife blade wouldn't fully retract. The doctor repeatedly activated the power button on the device, advancing and retracting the knife blade, until the knife blade retracted fully and the device was able to be removed from tissue. The staple and cut line was complete. The doctor continued to use the device with green reloads, no buttressing material used, to complete the procedure with no consequence to the patient.